Event description:
On (B)(6) 2014 it was reported that the patient passed away, reason unknown. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
On (B)(6) 2014 the physician¿s office reported that they don¿t know what the cause of death was, but they know it wasn¿t related to the vns. It was reported that per the department of vital records in the state the patient passed away in, the manufacturer of the medical device is not eligible to obtain a death certificate. An in-house sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was due to unspecified septicemia and cardiac arrest. There is no allegation or other information indicating that the death is related to vns.